Manufacturer narrative:
The investigation was performed based on the log file analysis. The recorded error codes indicate that the supervisor function detected a wrong motor position and forced a shutdown of automatic ventilation. The motor was replaced and the device was returned to use after having passed all tests without further deviations. The particular device was in operation for 10 years. The ventilator motor is subject to wear and tear; abrasion at the collector disc is one of the ageing effects that may occur. If there are areas at the circumference of the collector where the electrical contact to the carbon brushes is disrupted due to the abrasion this can have two consequences: the motor will not start up from certain positions. This scenario more likely will lead to an error during the self-test which is performed before patient use. Fluctuations in rotating speed may occur which results in a deviation between calculated and real motor position. Significant fluctuations in rotation speed i.e. A wrong motor position may cause damages to the ventilator unit and thus, the device is designed to force a shutdown of automatic ventilation when the supervisor function detects these deviations during device operation. The shutdown is accompanied by a corresponding alarm to alert the user. Manual ventilation with the built-in breathing bag and the monitoring functions remain available. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that a ventilator failure occurred during use. There was no patient injury.